Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at fifth firing during a lung parenchyma resection on a thoracoscopic video assisted surgery, the surgeon was able to squeeze the handle; however, the anchoring suture on the cartridge side was disengaged. As a result, the lung parenchyma and the cartridge could not be separated but the sheet came off without any problems. A forceps and scissors were used to cut the tissue by force to be removed from the device. No tissue damage. The surgical time was extended by less than 30 min. There was no patient injury.